Event description:
It was reported that a patient presented for an MRI procedure. Device interrogation revealed high capture threshold on the right ventricular (rv) lead resulting in loss of capture. During lead revision, it was noted that the rv lead was dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event were dislodgement and failure to capture. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.